Manufacturer narrative:
Initial report ref natus (B)(4). The customer submitted photos of the damaged bracket and replacement parts were sent to the customer. Per doc-010378 hazard ID 6.11, severity 11-critical; risk level moderate. Serial number not applicable. Install date: (B)(6) 2018. Further investigation to be carried out.

Event description:
Trolley cart - tripod stand ball mount broken. The customer reported their videology camera's mounting bracket broke on their cart system, when they were moving it. No injuries.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The customer reported they no longer have the part and can't recall its whereabouts. No further evaluation has been conducted on the affected item. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A device history record review was not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Faillure confirmed: no. Closure rationale: complaint could not be verified, monitor for future occurrence. Complaint will be included in trending data for further review.

Event description:
Trolley cart - tripod stand ball mount broken. The customer reported their videology camera's mounting bracket broke on their cart system, when they were moving it. No injuries.